Event description:
It was reported that during a laparoscopic rectus procedure, when using the device on the colic artery, the first clip was not released upon pressing on the trigger. The following clips came out in a "v" shape and ultimately caused severe bleeding on the patient when the surgeon tried to remove them. Another like device was used to complete the procedure. Surgery was prolonged forty-five minutes. It was reported that outcome was hospitalization and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
(B)(4). After further investigation it was determined this complaint is a duplicate of 3005075853-2014-03676. This file has been voided.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.